Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual analysis was performed on the returned device. The reported balloon rupture was confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The investigation determined that the reported difficulties were due case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional armada device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a heavily calcified left femoral artery. The two 6.0x80mm armada 35 balloon dilatation catheters (bdc) were advanced and they both ruptured at 10 atmospheres. There was resistance with the 5-french introducer sheath during removal of the bdc's. A non-abbott stent was deployed over the arterial hole to dilate and remove the balloons to successfully complete the procedure. A proglide device was used for closure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.